Event description:
It was reported that during routine follow up, far p-wave oversensing was observed. Loss of capture and low r waves were also noted. X-ray showed the lead had dislodged. The lead was capped and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.